Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5370 showed twenty-eight other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "we received a consult from the floor rn stating that the PICC was leaking. When I arrived to assess the line I attempted to flush the PICC with the pressure valve attached and noted it was leaking at the connection. I switched out the pressure valve and flushed again with the same result. I checked the packages and noted both valves were from the same lot, so I went to the floor's storeroom and got a pressure valve with a different lot number. When I attached it to the PICC, leaking was also noted at the connection. I then attached a flush directly to the hub, and was able to flush without leaking. At that time it was determined that something was wrong with the connection site of the PICC and that the patient would need a PICC exchange. When we got to the room (B)(6) checked the line of the new kit by flushing with the valve attached the hub, and found that this PICC leaked as well. Its from the same lot#. We then opened a third PICC kit, attached the valve and flushed, and finally found a PICC that worked. This one had the same lot number as the two previous kits." This report addresses the first leaking PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the syringe and the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported by healthcare professional " we received a consult from the floor rn stating that the PICC was leaking. When I arrived to assess the line I attempted to flush the PICC with the pressure valve attached and noted it was leaking at the connection. I switched out the pressure valve and flushed again with the same result. I checked the packages and noted both valves were from the same lot, so I went to the floor's storeroom and got a pressure valve with a different lot number. When I attached it to the PICC, leaking was also noted at the connection. I then attached a flush directly to the hub, and was able to flush without leaking. At that time it was determined that something was wrong with the connection site of the PICC and that the patient would need a PICC exchange. When we got to the room alvin checked the line of the new kit by flushing with the valve attached the hub, and found that this PICC leaked as well. Its from the same lot#. We then opened a third PICC kit, attached the valve and flushed, and finally found a PICC that worked. This one had the same lot number as the two previous kits." This report addresses the first leaking PICC.